Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. Inspected the pump and performed functional tests, and it failed to detect the cartridge. Further investigation of the pump determined that the rear housing was broken and was the root cause of the issue. The pump rear housing will be replaced to correct the reported problem. The problem source of the reported problem is unknown..

Event description:
Information received indicating that this cadd ms3 pump alerted "cartridge removed" in middle of the infusion. The reported issue occurred while in use with the patient. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.